Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio 5.1 training session, 5.3 training session, 5.2 training session, next days results: 5.3 tested w/in 1 hour from draw lab 3.7